Manufacturer narrative:
(B)(4). Batch # m52u5l. - swing tab in locked position, cartridge damaged. Additional information received: on the second firing, did the device staple? Yes. On the second firing, did the device cut? Yes. The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received with the swing tab locked out. This condition is consistent with an improper loading technique. Further analysis the cartridge was showed with several staples missing along to staple line and with the left gripping surface damaged. The device was tested for functionality with a test cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. Reference ¿instructions for use¿ for complete loading instructions. While no conclusion could be reached as to how the damage to the cartridge occurred, it is possible that the damaged was due to an improper handling of the cartridge. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the firing force was higher than expected at the second firing of functional end to end anastomosis and the firing knob was not able to be moved forward after it moved about 5 millimeters. The staple height was gold. The device was fired to close insertion slots on an existing staple line. Another device was used to complete the case. There were no adverse consequences to the patient.